Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the therapy was no longer providing proper therapeutic relief. Patient stated they understood at the time they were implanted there was a 10 year battery and when they talked to the doctor about it they said they don't quite go to the 7 year battery but this has only been 3 years. Patient noted they were given a short lived battery. Patient mentioned they could feel it in their back and it didn't seem like it was working like it had been. Patient could feel pain and they thought something was wrong so they went in and charged the phone up and it said battery is low contact people. Patient increased stimulation, but that did not help. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. When asked for event date, pt stated they attempted to increase stimulation that did not resolve the issue. Pt stated a few days later the pain had continued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h5. F15 added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.